Manufacturer narrative:
Additional information: d4 (exp. Date, serial #, UDI#), g2, g3, h4. Correction: d4 (model#). The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot is currently underway. A review of the device labeling and associated risk documents was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified; however, the report noted that the event was likely due to the patient's antiplatelet medication. MFR# reference: (B)(4).

Event description:
It was reported that following a successful trabecular microbypass stent system procedure with the implantation of three (3) well placed stents, a patient who is on antiplatelet medication presented on postoperative day one (1) with what was described as a "large" hyphema" associated with elevated intraocular pressure and "hand motion" vision. Reportedly, the patient was referred to a tertiary hospital for an anterior chamber (ac) washout to treat the hyphema. The report noted that the hyphema is believed to be due to the patient's antiplatelet medication and the surgeon is seeking counsel. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, it is believed that the patient is doing well following the anterior chamber washout, with the bleeding resolved and the intraocular pressure decreased.